Event description:
A us distributor contacted zoll to report that a patient passed away on 6/1/2022 while reportedly wearing the lifevest. The patient received four non-lifevest defibrillations. The device was started up at 15:50:01 on 5/31/2022. At 02:20:53 on 6/1/2022, an arrhythmia was detected. ECG shows idioventricular rhythm @ 40 bpm with motion artifact degrading to vf with varying rates/amplitudes and motion artifact. Varying rates/amplitudes and CPR/motion artifact prevented the lifevest from detecting and treating the patient. At 02:26:40, the patient received the first non-lifevest defibrillation. The rhythm at the time of treatment was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was vf with varying rates/amplitudes, motion artifact and electrode lead falloff. At 02:27:11, the patient received the second non-lifevest defibrillation. The rhythm at the time of treatment was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was sinus beat degrading to vf with varying rates/amplitudes, CPR/motion artifact and electrode lead falloff. At 02:29:15, the patient received the third non-lifevest defibrillation. The rhythm at the time of treatment was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was sinus beat degrading to vt @ 100 bpm with CPR/motion artifact and electrode lead falloff. At 02:31:14 the patient received the fourth non-lifevest defibrillation. The rhythm at the time of treatment was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was sinus beat degrading to vt @ 130 bpm with CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 02:32:09 on 6/1/2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.